Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error as well as motor position encoder error alarm. The customer blood glucose level was 110 mg/dl. Customer reported that the drive support cap appears normal. Customer was able to clear the alarm. Customer was able to complete pump rewind. The insulin pump passed displacement test. The customer was assisted with troubleshooting. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.